Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart mrx was failing op check for multiple failures (pacer, defib, and pads cable). There is no indication of patient involvement.